Event description:
It was reported to philips that the heartstart xl defibrillator external paddles were not working. It was clarified that the external paddles did not deliver a shock during shift check. There was no patient involvement.

Event description:
It was reported to philips that the heartstart xl defibrillator external paddles were not working. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.